Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Format history file analysis confirmed hardware low level failures alarm due to open traces. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received a hardware low level failure. The customer¿s blood glucose level was 404 mg/dl. The customer was treated with a syringe. The customer run self-test and the results was not ok. The insulin pump will be returned for analysis.